Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/23/2010 and 09/27/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
An office manager reported an intraocular lens (iol) was exchanged due to pt intolerance. Additional info has been requested.